Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac indicator light would not illuminate. The customer has tried other known working ac modules but the problem remains. There was no patient involvement.